Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip did not release from the medium-large clip applier instrument when activated. The user attempted twice believing the clip was not placed correctly, but the issue occurred again. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The tech stated it was harder to load the clip. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon attempted to clamp the vessel, but the clip applier would not let go of the clip. The issue is related to unsuccessful clip application (e.g., incomplete closure of clip). The jaws would not let go of the clip. The hem-o-lok clips were used. The issue occurred on the 1st application. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.